Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/24/2023. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2023 and suture was used. During the procedure, the needle couldn't be retrieved from the nose. The surgeon looked in the nose with the optics but couldn't find it. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/24/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 -no device problem found. Additional information was requested, the following was obtained: 1. Name of initial surgery? Dr. (B)(6). 2. Please provide product code and product lot number. Product code: v490h, lot number: mkk812. 3. Which part of the device broke during the procedure, the suture or the needle? Please clarify. Nothing broke. 4. Were x-rays performed to localize the needle tip? No. 5. If retained, were there any patient consequences? Please specify. No. 6. Was the needle piece removed or is it planned to be removed? If yes, please provide details. The needle of the suture came apart and they found the needle in the ¿suction device¿ afterwards. 7. What is the patient¿s current status? Stable. 8. What is the patient age, weight, and medical history? N/a due to privacy reasons. 9. Status of product return - product not received yet. Pcf extended. The following information was requested: -currently this complaint is for needle breakage ¿ lot mmk812. Did needle breakage also occur for lot plz898? Please describe the malfunction for lot plz898. -if yes, please confirm that two devices (lot mmk812 and lot plz898) had needle breakage during the one patient procedure. Additional information was requested, the following was obtained: additional information was requested, the following was obtained: 1. Could you please clarify if the additional device belong to this complaint? Yes. 1a. If yes, did a device malfunction occur during the same procedure? Yes. 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. N/a. 3. If the device was not reported before, please provide more details of device malfunction. N/a. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. N/a. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(6) with the ups, dhl or fedex tracker number. N/a. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received fourteen unopened samples that pertain to the product code v490h, lot plz898. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.